Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced hypoglycemia event on (B)(6) 2025 due to which patient got hospitalized. The duration of hospitalization is less than 24 hours. The blood glucose level was 90 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. No further information available.